Event description:
It was reported that the pump touch screen was unresponsive and the battery was depleted excessively. Customer¿s blood glucose level was not adversely impacted. Customer declined troubleshooting. No additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.